Event description:
Customer reported via phone call that there is a blank display. Customer states that they were not able to trouble shoot or resolve the issue. The blood glucose reading was 108 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power alarm was noted. The low battery alarm functioned properly. No unexpected blank display was noted. No damage was found on the isolation tape. The insulin pump was received with a broken battery cap. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window, cracked battery tube threads and a cracked reservoir tube lip.